Manufacturer narrative:
Surgeon does not fell clearpoint system was cause oif the event. The manufacturer of the MRI table imris has been notified of table movement during procedure.

Event description:
Following a bilateral dbs case, software team analyzed the data it was learned that the targeting sequences and the final t1 volume were not in the same mr space, and there had been a posterior shift requiring a second bilateral dbs case performed in another room. Root cause determined that the imris table moved during the first operation causing the targeting sequence to change.